Event description:
It was reported that the pump module displayed that the infused completed but the IV bag of cisplatin was still completely full. The patient did not receive the treatment within that hour. All connections and tubing were checked but there were no noticeable issues. The fluids and tubing were changed and infusion was reinitiated. The event resulted in delay in care as the patient had to stay for an additional hour to complete the treatment. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module displayed that the infused completed but the IV bag of cisplatin was still completely full. The patient did not receive the treatment within that hour. All connections and tubing were checked but there were no noticeable issues. The fluids and tubing were changed and infusion was reinitiated. The event resulted in delay in care as the patient had to stay for an additional hour to complete the treatment. There was patient involvement but no harm.